Event description:
First t deployed, second t deployed, but then pulled out and t1 was left in the joint. Additional devices were used to complete the lateral meniscus tear repair. No patient injury was noted.

Manufacturer narrative:
Device has been forwarded to qe for evaluation. However, the device was not returned in the condition, as reported by the customer.